Event description:
It was reported by a user facility that a patient sustained hypopigmentation to the chest and upper vertebrae area following treatment with a lumenis m22 laser.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs which were provided. A lumenis technical engineer completed performance tests of all specifications and calibration of the ipl handpiece concluding that the device operated to manufacturer's specifications. Furthermore; the engineer noted pitting and deep burns of the ipl filters, a consequence of improper maintenance and cleaning on the part of the device operator. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings were appropriate based on common medical practice and device labeling. Furthermore, the professional concluded the probable root cause of the event reported to be improper maintenance of the treatment filters in contradiction to subject device labeling and training. The filters are consumable accessories. A review of subject device labeling found the following precautionary statement: "it is very important to keep the filter clean at all times, otherwise it can harm the patient and cause damage to the treatment head. Replace the filter if it is broken or if the coating is damaged (i.e., spots cover more than 15% of coating surface)".